Event description:
It was reported that the shaft break occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After placing multiple guidewires, a 2.75mm x 12mm nc emerge balloon catheter was advanced over the wire for dilatation. However, during introduction, the balloon catheter shaft broke outside the patient and the device failed to cross the lesion. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 22.5cm from the strain relief. There were numerous kinks to the hypotube of the device. There was blood in the guidewire lumen and the balloon folds. The balloon was tightly folded. Product analysis confirmed the reported separation, as there was a hypotube separation. There were also numerous unreported hypotube kinks to the device. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that the shaft break occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After placing multiple guidewires, a 2.75mm x 12mm nc emerge balloon catheter was advanced over the wire for dilatation. However, during introduction, the balloon catheter shaft broke outside the patient and the device failed to cross the lesion. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.